Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a mobile power unit (mpu) that was one of the serial numbers affected by the recent recall. The patient had two separate no external power alarms on mpu and reported that the indicator lights were not working and it was alarming. The mpu needed replacement immediately. Log files were not available as the patient was not seen in clinic; this issue was triaged over the phone. There was no patient consequence as a result of the events. The mpu has a v lock connector on the ac power cord. And the ac power cord did not come loose from the back of the unit or from the wall outlet. There were no contributing environmental circumstances that would have affected ac power at the time of the event. The mpu would return in may as the patient would be coming to clinic with the reported mpu.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of the mobile power unit (mpu) not functioning as expected was confirmed via the mpu¿s functional analysis. The returned mpu (serial number (B)(6) was received at the service depot and was identified to have a non-conforming capacitor on its power supply printed circuit board, which could cause a no external power alarm and could also cause the mpu¿s light indicators to not function as intended. A corrective action was initiated to investigate this issue. The device is included in the heartmate mpu capacitor issue field action issued by abbott on 28feb2025. Review of the device history record for the mobile power unit, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications the heartmate 3 patient handbook (section 5 ¿alarms and troubleshooting¿) and the heartmate 3 lvas instructions for use (section 7 ¿alarms and troubleshooting¿) instructs users on how to identify and respond to alarms that sound from the mpu, including no external power alarms. The heartmate 3 patient handbook (section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the patient handbook and instructions for use (IFU) can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.